Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Catheter shaft burst was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7584. Pta balloon dilatation catheter allegedly experienced material rupture and burst. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and (B)(6) lbs.